Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric by pass procedure the surgeon fired across the stomach and when he observed the staple line the device had cut and stapled the distal and proximal ends but the center area of the staple line was incomplete and had malformed staples. He over sewed the area and completed the procedure. There was no patient consequence reported. The device was discarded. Additional followup: the only new information on the call was that the surgeon had the malformed staples when completing the j-j. Rep is unsure if device issue happened when creating the pant legs or closing the otomy. The rep also reported that unlike she originally reported, white cartridges were used to complete all j-j firings.